Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 7 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 7 reported events were confirmed. Evaluation results: 4 devices were found to be affected by link with fins broken. 2 devices were found to be affected by missing retaining clip. 1 device was found to be affected by missing internal bearing. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had a component detach. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 11 reported events were confirmed. Evaluation results 8 devices were found to be affected by link with fins broken. 2 devices were found to be affected by missing retaining clip. 1 device was found to be affected by missing internal bearing.

Event description:
This report summarizes 12 malfunction events in which the device had a component detach. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 12 devices were received.